Event description:
No problem with the device was alleged. One day after placement, the patient developed bowel ischemia. The patient required surgery for bowel (colon) resection and colostomy. Further information provided, the patient expired a few days after the procedure.

Event description:
No problem with the device was alleged. One day after placement, the patient developed bowel ischemia. The patient required surgery for bowel (colon) resection and colostomy. Further information provided, the patient expired a few days after the procedure.